Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had underfill. This occurred on 27 occasions during use. The following information was provided by the initial reporter: red tubes of this lot number do not fill up to the indicated line. Probably insufficient vacuum. Number: 27 tubes immediately removed from the shop floor and other lot number put into use. During donation.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had underfill. This occurred on 27 occasions during use. The following information was provided by the initial reporter: red tubes of this lot number do not fill up to the indicated line. Probably insufficient vacuum. Number: 27 tubes immediately removed from the shop floor and other lot number put into use. During donation.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.